Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A proximal type I endoleak persisted after the procedure due to difficult anatomy at the neck. In late 2008, the aneurysm ruptured. The devices were explanted and replaced with a surgical graft. No further complications have been reported. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records is being conducted. Additional devices: pxc201000,pxc201400.